Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen can be difficult to read and looks to have a couple of cracks in it. Customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had cracked lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.